Event description:
It was reported that the device was used during a colon resection. It was reported by the customer that during the anastomosis the staples misfired causing the area not to stay closed. The surgeon had to resect add'l colon and reanastomosis the colon again to complete the case. The surgery was prolonged.